Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Related to MDR ref 3001845648-2020-00544, quality have confirmed on the (B)(6) 2020 that the user error and off label use of the pc-5 device would require to be captured in an additional complaint as per cirl's complaint process. When the physician almost finished this case, he tried to insert gpso-5-5 but it was too hard to penetrate the duct. He tried several times and he withdrew gpso-5-5. A pc-5 was used to place a gpso-5-5 in the pancreatic duct. This was not successful. This file will be for user error for the use of an incorrect wire guide and the shortening of the device.

Manufacturer narrative:
1 x pc-5 of unknown lot number was unavailable for return to cirl for evaluation. Prior to distribution all pc-5 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the pc-5 device could not be completed as the lot number was unknown. The instructions for use, which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ the user is also notified in the precautions section to ¿refer to the label regarding the selection of the appropriate wire guide.¿ and in the contraindications section ¿those specific to ercp and any procedure to be performed in conjunction with stent placement. Inability to pass wire guide/guiding catheter/ stent through the obstructed area.¿ it was clarified as per additional information received that the complaint involved the failure of the insertion of the gpso-5-5 device while using a pc-5 pusher and that the other devices mentioned in the complaint were placed successfully. It was confirmed with engineering and the product manager that the use of our pc-7 device with the competitor device (advanix 7-7cm biliary stent) would not be considered a user error. A definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the device used this may not have supplied sufficient support when moving the pushing catheter. As per information stated a 0.025" wire guide was used. It was also noted that the device was altered as it was shortened. Complaint is confirmed based on customer testimony. According to the information received the patient did not receive any further adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.